Event description:
During troubleshooting for an unrelated alarm, it was reported that the home patient (hp) started over with new supplies due to a supply bag becoming disconnected and the home choice (hc) alarmed with a system error (se) 2240 (air in set). The hp stated they cycled power until the alarm cleared and started over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The reported problem was confirmed since the home patient reported that the supply bag had become disconnected from the homechoice. The root cause for the disconnection was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.  Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.